Event description:
Fluoro unit generator made loud noise then smoke and sparks noticed and arc from endoscopic retrograde cholangio-pancreatography machine. Repair tech was in room at time of incident.